Event description:
It was reported that the pump touchscreen was "beat up" causing it to have "responsiveness issues". There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.